Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) storm of vt and ventricular fibrillation (vf). Anti-tachycardia pacing (atp) was delivered along with shocks. Technical services (ts) noted some of the atp therapy accelerated this patients rhythm. After the shocks were successfully delivered, this ICD hit elective replacement indicator (eri). It was questioned whether this ICD was on advisory or had depleted prematurely. Ts noted this ICD is not on advisory, and a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. Ts discussed the expected remaining battery life for this ICD. This ICD remains in service. No additional adverse patient effects were reported. At a later date, the device was explanted due to normal battery depletion. A new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) storm of vt and ventricular fibrillation (vf). Anti-tachycardia pacing (atp) was delivered along with shocks. Technical services (ts) noted some of the atp therapy accelerated this patients rhythm. After the shocks were successfully delivered, this ICD hit elective replacement indicator (eri). It was questioned whether this ICD was on advisory or had depleted prematurely. Ts noted this ICD is not on advisory, and a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. Ts discussed the expected remaining battery life for this ICD. This ICD remains in service. No additional adverse patient effects were reported. At a later date, the device was explanted due to normal battery depletion. A new device was implanted. No additional adverse patient effects were reported. This product has not been returned for analysis.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) storm of vt and ventricular fibrillation (vf). Anti-tachycardia pacing (atp) was delivered along with shocks. Technical services (ts) noted some of the atp therapy accelerated this patients rhythm. After the shocks were successfully delivered, this ICD hit elective replacement indicator (eri). It was questioned whether this ICD was on advisory or had depleted prematurely. Ts noted this ICD is not on advisory, and a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. Ts discussed the expected remaining battery life for this ICD. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a ventricular tachycardia (vt) storm of vt and ventricular fibrillation (vf). Anti-tachycardia pacing (atp) was delivered along with shocks. Technical services (ts) noted some of the atp therapy accelerated this patients rhythm. After the shocks were successfully delivered, this ICD hit elective replacement indicator (eri). It was questioned whether this ICD was on advisory or had depleted prematurely. Ts noted this ICD is not on advisory, and a request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting normally. Ts discussed the expected remaining battery life for this ICD. This ICD remains in service. No additional adverse patient effects were reported. At a later date, the device was explanted due to normal battery depletion. A new device was implanted. No additional adverse patient effects were reported. The device has been returned and analyzed.